Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm and battery out limit alarm. The blood glucose value level was unknown at the time of the incident. Customer stated they received a low battery alert less than 24 hours prior to off no power alarm. The customer mentioned they changed the battery and received battery out limit alarm. The customer was able to clear the alarm but has to reset the date and time multiple times, then it shut off. Customer also reported that the insulin pump has physical damage. Troubleshooting was completed. Customer was advised the device will need to be replaced. The customer will return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify unexpected battery power loss, battery out limit alarm and low battery alert due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube treads.